Event description:
It was reported to boston scientific corporation that a rx cannulating autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device failed to deliver current, so it could not cut the tissue. The procedure was completed with another rx cannulating autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rx cannulating autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device failed to deliver current, so it could not cut the tissue. The procedure was completed with another rx cannulating autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the working length f the device was twisted. The cutting wire length was measured and found to be within specifications. Functional evaluation found that the device bowed properly both inside and outside the duodenoscope. The electrical resistance of the cutting wire was measured and found to be within specifications. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. Result: although the full investigation did not confirm that the device would not cut, the stress problem is being used to capture the twisted working length.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.